Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/15/2017. Retain and return product was tested and functioning according to specification.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) male patient with myocardial infarction, according to acvb, bilateral stroke. The patient was at admitted on (B)(6) 2017. The customer stated that the patient did have a (myocardial infarction) mi. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.